Event description:
Device diagnostics on (B)(6) 2013 were within normal limits, indicating proper device function at that time.

Event description:
The patient was experiencing an increase in seizures as of the (B)(4) 2013 office visit and the physician added lamictal to the patient's medications. During the (B)(4) 2013 office visit, the physician stated seizures are better, but now the generator was at end of service. The clinic notes dated (B)(4) 2013 indicate that within one week of getting back from dallas, the patient had two back to back seizures. These spells began with the eyes rolling back then tonic stiffening with "shaking" on the right arm more so than the leg, with her head turning to the right. Then it went to generalized convulsions. The duration of the event was about 2 to 3 minutes or more. Her mother had not seen this type of spell in "many years." The patient's more typical events are more frequent. She has been having 2 to 3 episodes per day or more. She is incontinent of urine with each of them. She may have several in a row. She is unaware of the spells. She only pulls down to the right with her head and stare. No sounds with the smaller events. These last only seconds. She may not stop what she is ding and pick up and keeps going or she may start over. No changes were made to the vns settings on (B)(4) 2013. It was noted that the increased frequency of spells began since the patient was in dallas, tx. Attempts are being made for additional information; however, no additional information has been received.